Manufacturer narrative:
Section a & b, all pt related and event info provided by the customer is included in this report. F10. Code #2199-labeling na. Co is currently investigating the alleged event. Co will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Paramedics were attempting to monitor a pt experiencing breathing difficulty. Allegedly the device displayed the proper grid but did not display a trace in any lead. The operator cycled power, checked the module and lead connections and could not discern a reason for the lack of a trace. A back up device was available and used to continue treatment to the pt. There were no adverse pt effects reported.